Event description:
It was reported that the patient's vns was "no longer working." The patient was experiencing an increase in seizures and depression. No additional pertinent information has been received to date.

Event description:
Programming history available to the manufacturer was reviewed and showed that the patient¿s generator was interrogated since the initial report. Diagnostic results were within normal limits. Follow up with the office of the recent treating vns practitioner showed the patient did not report having an increase in seizures or depression at that time, and the issue was not discussed. No additional pertinent information has been received to date.